Event description:
It was reported that "I am writing to request your assistance with a recent titan case where there was a post-operative leak". Additional information received states that "after original sleeve procedure on (B)(6), patient returned to the ER, 4 days post op for nausea, cramping and abdominal pain. All tests including CT scan, ugi concluded everything was normal patient was discharged. 3-4 days later patient back in ER for same symptoms at this point admitted to hospital and worked up for cholecystectomy. On 8/11 patient was taken to or for lap chole and exploration. Upon a look inside, omentum had encapsulated the antrum. It was determined patient had an abscess at distal antrum along the distal staple line of the sleeve. An interoperative egd was performed and concluded the patient had a diverticulum and open channel anterior to the distal staple line possibly incorporating the staple line distally. At that time the surgeon decided to convert patient to a gastric bypass. This procedure took additional 2 hours". The information further states the patient is "at conclusion of the (B)(6) primary robot assisted sleeve procedure an air leak test was performed and the staple line was hemostatic and air tight as there was no impression of any leak. No air bubbles witnessed in the staple line as the sleeve was submerged in sterile water". The patient is reported to be "stable and recovering from the revised gastric bypass, still in hospital".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "I am writing to request your assistance with a recent titan case where there was a post-operative leak". Additional information received states that "after original sleeve procedure on 7/28, patient returned to the ER, 4 days post op for nausea, cramping and abdominal pain. All tests including CT scan, ugi concluded everything was normal patient was discharged. 3-4 days later patient back in ER for same symptoms at this point admitted to hospital and worked up for cholecystectomy. On 8/11 patient was taken to or for lap chole and exploration. Upon a look inside, omentum had encapsulated the antrum. It was determined patient had an abscess at distal antrum along the distal staple line of the sleeve. An interoperative egd was performed and concluded the patient had a diverticulum and open channel anterior to the distal staple line possibly incorporating the staple line distally. At that time the surgeon decided to convert patient to a gastric bypass. This procedure took additional 2 hours". The information further states the patient is "at conclusion of the 7/28 primary robot assisted sleeve procedure an air leak test was performed and the staple line was hemostatic and air tight as there was no impression of any leak. No air bubbles witnessed in the staple line as the sleeve was submerged in sterile water". The patient is reported to be "stable and recovering from the revised gastric bypass, still in hospital".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.